Event description:
It was reported that the programmer was getting no electrocardiogram signals, probably due to an issue with the port. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the programmer had no electrocardiogram (ECG) signals, probably attributable to the ECG connector being loose. Analysis also found that the programmer powers up with an error, that the lower display hinges were loose and that the fan was noisy.

Event description:
It was reported the programmer has issues with signals, due to the EKG (electrocardiogram) port. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.